Manufacturer narrative:
Batch review performed on 16 january 2020. Lot 184193: (B)(4) items manufactured and released on 26-sep-2018. Expiration date: 2023-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the complaint, batch review performed on (B)(6) 2020. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 182891. Lot 182891: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416) lot. 183024. Lot 183024: (B)(4) items manufactured and released on 26-jul-2018. Expiration date: 2023-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: delayed infection in cemented tka, 11 months after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all hardware and implanted an antibiotic spacer almost 1 year after primary. The surgery was completed successfully.